Event description:
It was reported that during a procedure, at 34,737 joules: 5:54 minutes, the fiber malfunctioned. The fiber was exchanged and the procedure was completed utilizing the second fiber. Patient outcome ¿ok¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap/fiber is detached and not returned; the fiber distal part is blackened; the heat shrink tubing is melted. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.